Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. Multiple combo boluses were observed in the bolus history with duration of .5 hours with start times less than 30 minutes apart. A 30 minute duration combo bolus was performed and delivered successfully; the end time for the combo bolus did not change during delivery. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient contacted animas alleging that the pump's combo bolus was not working. The patient reported that at 11:29 am that morning he started a 10 unit combo at normal 0% and extended 100% for 30 minutes. At 12:02 pm he cancelled the combo as only 7 units had been delivered. At the time of the call, the patient informed animas customer support that several times after starting the combo he went in to review the combo on status screen 4 and each time the start time was the same; however, the end time kept being pushed back. The patient claimed the combo should have stopped around 11:59 am. The alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.